Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few years ago (husband said doesn't remember how many years), patient said that the implant isn't working and patient just received replacement implant in july (date unknown and not yet registered). No further patient complications are anticipated or expected as a result of this event.